Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres the balloon ruptured. The procedure was completed with a non bsc balloon catheter. No patient serious injury or adverse event were reported.